Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to a software timeout leading to depleted battery. It appears that the device did not fully power off and remained in timeout for 10 hours until a critical low battery error. The battery was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer's report was observed and attributed to the battery being prematurely depleted. An internal inspection found no fault with actuating the power button. The battery was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.